Event description:
During an endoscopic procedure, the physician used a cook endoscopy savary-gilliard wire guide. During the procedure, the wire guide reportedly bent one hundred and ten degrees, causing an esophageal perforation. Several attempts were made in an attempt to collect additional info regarding pt outcome and product usage. The complainant was unable to specify if the pt experienced any additional adverse effects or required additional medical procedures due to this event.

Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described because the affected product was not returned to cook endoscopy for evaluation. We were unable to conduct a review of the device history record or conduct a sample test from this lot because the lot number was unable to be provided. After a review of the account order history, the lot number was unable to be determined. A review of the twelve month complaint history for this product family was conducted. In the past twelve months, there have been no other similar occurrences. Therefore, this report represents an isolated occurrence. Based on this review, the likelihood of this type of occurrence is rare. Conclusions: we were unable to conduct a full investigation because the device was not returned for evaluation. A definitive cause for the reported observation was unable to be determined. However, we can provide the following comments: the instructions for use for this product line lists potential complications associated with upper gastrointestinal endoscopy. Perforation is listed as a potential complication. The instructions for use instruct the user to inspect the device for bends prior to use. The instructions indicate that if an abnormality is detected that would prohibit proper working condition, the product should not be used. A bend in the wire guide can occur if the device experiences excessive pressure during use and/or general handling. The instructions for use for this product line advise the user to advance the device through the accessory channel in short increments. This activity will aid in device preservation. Prior to distribution, all savary-gilliard wire guides are subjected to a visual inspection to ensure device integrity. Corrective action: the complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this review, no corrective action is warranted at this time. No further action warranted at this time because this report was unable to be verified. This observation represents an isolated occurrence. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.